Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2010; inratio: >7.5; lab: 2.8. First draw was unable to have enough sample from fingerstick, but second resulted in enough sample. Lab test was drawn within 1 hour of fingerstick. Patient did not have any adverse affects noted.

Manufacturer narrative:
Investigation pending.